Event description:
It was reported that after use with 20 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper comes out and blood leakage occurs during transport. Foreign matter "lubricant" was also discovered in the caps. Patient was re-collected. The following information was provided by the initial reporter, translated from spanish to english: the tubes' stoppers keep coming out, leading the blood samples spillage during transportation and even in sysmex hematology analytical platform. The customer reports that it looks like the tubes have excess of "lubricant or silicon in their caps" which make them to slip off or stopper pop off. The physician further reports that the sample acquisition professionals have been trained to recap the tubes with a tight seal; since in ICU and some other healthcare facilities the sample acquisition requires open technique according to patients' complexity.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that after use with 20 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper comes out and blood leakage occurs during transport. Foreign matter "lubricant" was also discovered in the caps. Patient was re-collected. The following information was provided by the initial reporter, translated from spanish to english: the tubes' stoppers keep coming out, leading the blood samples spillage during transportation and even in sysmex hematology analytical platform. The customer reports that it looks like the tubes have excess of "lubricant or silicon in their caps" which make them to slip off or stopper pop off. The physician further reports that the sample acquisition professionals have been trained to recap the tubes with a tight seal; since in ICU and some other healthcare facilities the sample acquisition requires open technique according to patients' complexity. H.6. Investigation summary: bd received 4 photos from the customer in support of this complaint. The photos were evaluated and show two tubes in a bag with blood splatter and a lab machine. The hemogard closure assembly appears to be attached to the tube. The photos do not show the customer¿s failure mode of stopper pop off or foreign matter. Additionally, 90 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes and no foreign matter was observed. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 20 retention samples were functionally tested and the issue of stopper pop off was not observed. Bd was unable to confirm the customer¿s indicated failure modes of stopper pop off and foreign matter with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-25. H.6. Investigation summary: 4 samples and 4 photos were returned by the customer in support of this complaint from catalog 367861, lot number 2200108. The photos show two tubes in a bag with blood splatter and a lab machine. The hemogard closure assembly is attached to the tube. The photos do not show the customer¿s failure mode of stopper pop off, fm, and defective stopper molding. The 4 samples were inspected for damage with 0 visible defects. A draw test was performed at the manufacturing site on sample tubes. The tubes were within specification limits with no issues observed with the stopper function. The 90 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. 20 retention samples were tested for 1st and 2nd pullout, test results were within the specification limits. Bd was unable to confirm the customer¿s indicated failure modes with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that after use with 20 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper comes out and blood leakage occurs during transport. Foreign matter "lubricant" was also discovered in the caps. Patient was re-collected. The following information was provided by the initial reporter, translated from spanish to english: the tubes' stoppers keep coming out, leading the blood samples spillage during transportation and even in sysmex hematology analytical platform. The customer reports that it looks like the tubes have excess of "lubricant or silicon in their caps" which make them to slip off or stopper pop off. The physician further reports that the sample acquisition professionals have been trained to recap the tubes with a tight seal; since in ICU and some other healthcare facilities the sample acquisition requires open technique according to patients' complexity.

Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper comes out and blood leakage occurs during transport. Foreign matter "lubricant" was also discovered in the caps. Patient was re-collected. The following information was provided by the initial reporter, translated from spanish to english: the tubes' stoppers keep coming out, leading the blood samples spillage during transportation and even in sysmex hematology analytical platform. The customer reports that it looks like the tubes have excess of "lubricant or silicon in their caps" which make them to slip off or stopper pop off. The physician further reports that the sample acquisition professionals have been trained to recap the tubes with a tight seal; since in ICU and some other healthcare facilities the sample acquisition requires open technique according to patients' complexity.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.